Manufacturer narrative:
The stereo microscope investigation revealed tensile cracks. Further investigation determined that there was no indication of material or manufacturing defects observed. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The end of the twist drill broke off and stuck into the sleeve of the scrub tech's gown. The skin was not puncturded and medical care was not needed.